Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: it was reported that during chemotherapy of carboplatin and with rituxan, the product leaked. The incident with chemotherapy rituxan will be reported via report number 2523676-2020-00196. No injury reported.

Manufacturer narrative:
This report has been identified as event 1 of b. Braun medical internal report number (B)(4). Six (6) used samples and three (3) photos were provided for evaluation. Upon visual inspection of the photos, it was noted that fluid was visibly leaking from the vent hole of the air eliminating filter. The samples were spiked into an IV container and allowed to run via gravity. During this functional testing, it was noted that the samples were found to be leaking from the air eliminating filter vents. To investigate further, all samples and information were forwarded to our supplier. Per the investigation performed by the supplier, this leakage is attributed to "wetting out," which is likely a result of interactions between the component material and disinfecting solutions used. As stated by our supplier, "if aqueous solutions with a surface tension close to or similar to water (27 dynes) contact the ptfe membrane, the filter housing will burst before the ptfe membrane is wetted. If solutions with a surface tension close to 27 dynes are used, wetting pressures typically experienced during infusion therapy will be observed. If the surface tension of the fluid is lower than 27 dynes, the ptfe membrane will be wetted relatively easily. From our experience, it is believed most hospitals use a 70% ipa solution for disinfectant purposes, and this has a surface tension of ~23 dynes." It was determined that this is the most likely root cause of the observed leakage. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. Retained units from the reported lot number were functionally tested per specification with passing results. If additional pertinent information becomes available a follow-up report will be filed.